Event description:
Per independent repair center: the unit is alarming or has a red light. The 4-way valve is not shifting, the pe valve has a worn poppet, the tie wraps leak, and the hose clamp leaks.